Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to hyperglycemia with a blood glucose value of 979 mg/dl at the time of the event because the battery was heated up and the pump got shut down. Troubleshooting was performed, and it was found that the pump was not damaged. The customer was using the insulin pump within 48 hours of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2022 the customer alleged was hospitalized for pump overheating, battery cap issue, blank display, unexpected battery power loss and high bg. On (B)(6) 2022, (B)(4), the customer alleged for blank display. On (B)(6) 2022, (B)(4) the customer alleged for battery cap damage, hospitalized for high bg and blank display. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads and cracked case behind the pump at the battery compartment during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No blank display noted during testing. Pump was monitor for several days and no unexpected device heating up noted. No damage in the battery tube noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 10/30/2022 at 17:55:00.000 replace battery alert on 11/30/2022 at 05:11:00.000 replace battery now alarm on 11/30/2022 at 05:42:00.000 power loss alarm on 11/30/2022 at 07:13:38.000, 07:13:49.000, 07:23:00.000 and 07:32:23.000 failed batt/battery failed alarm on 11/30/2022 at 05:53:05.000 pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, motor assembly and the battery tube connector plugged in properly to j7/pcb 1 noted. The force sensor offset measured within spec range during testing (23.6 mv). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to harm code has been updated and provided in h6 section of this report. The information related to event date has been updated and provided in h6 section of this report.

Event description:
Customer was hospitalized.